Event description:
A customer in the (B)(6) reported a misidentification of streptococcus pyogenes as group b strep in association with the vitek® ms instrument. The organism was subbed to a purity plate and retested, and the result was streptococcus pyogenes. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to a report from a customer in the united kingdom related to a misidentification of streptococcus pyogenes as group b strep in association with the vitek® ms instrument. The organism was subbed to a purity plate and retested, and the result was streptococcus pyogenes. Data was requested from the customer in regard to the investigation; however, no data was received. Therefore, it was not possible to continue the investigation, confirm the discrepancy, or determine a root cause.